Event description:
Patient had initial surgery which involved anastomosis of colon using gia and tia stapling device. Patient remained in hospital afterwards and had surgery approximately one month later. The patient was septic due to failed anastomosis and required additional surgical procedures. No product identifiers other than gia and tia available.